Event description:
It was reported that during the use of the product, leakage of blood from the connection part was observed. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: one sample was returned for investigation. The sample was received without its original packaging, decontaminated and inside in a plastic bag. The sample was visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. The tube was observed detached between the base connector in the unit returned. The sample was tested for leak by introducing water in the product. A leak was observed between the tube with the adapter connection in the units received. By the physical evaluation of the unit, the complaint was confirmed. No other analysis was performed. After sample evaluation the most probable root cause for the leak condition was due to lack of adhesive between tube with the base tube, during bonding assembly. Cause was traced to the assembly process / manufacturing. For corrective action an awareness notification was conducted by the quality engineer to the production personnel to explain the importance of adherence in the assembly process. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).